Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose pitch cable at axis 5 yaw on proximal end. It was not broken. During the visual inspection, the flush tube of instrument was observed to be dislodged and it was sticking out from the housing. The probable root cause of loose cable is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown component failure. The probable root cause of a dislodged flush tube is attributed to improper cleaning during reprocessing, which may include autoclaving the instrument repeatedly without movement of the tip causing the flush tube to migrate.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.